Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device failed to allow the defibrillator to discharge energy. The complainant indicated that there was no pt involvement in the reported malfunction.